Event description:
Initial info was received from a consumer on (B)(6) 2012: a male consumer in (B)(6) received 4 treatments with unspecified doses of poly-l-lactic acid (sculptra aesthetic) for cosmetic purposes. His first treatment was in (B)(6) 2011 and he had additional sessions approx 1 month apart, with the last treatment in (B)(6) 2011 (for a total of 4 sessions). He reported that 2-3 months after his last session he developed small lumps or nodules under his left eye. The physician who injected the sculptra aesthetic was his ophthalmologist, but he was told by office staff that he had a lot of experience doing the injections. The consumer was told that the lumps were an allergic reaction, but he went to see his plastic surgeon and he told him it was from the sculptra aesthetic. The plastic surgery told him sculptra should not have been injected under his eyes, but that he would try to help the lumps disappear. A plastic surgeon started giving him triamcinolone acetonide (kenalog) injections in the lumps in (B)(6) 2011. He has had two or three injections, with the last one being yesterday, (B)(6) 2012. He has noticed some decrease in the size of the lumps, but they are still noticeable. He stated that the lumps are "slightly visible" and "smaller than pea size." He contacted the company to see how long it would take for them to go away. Medical history and concomitant medications were not provided. No further relevant medical info was reported.